Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on (B)(6) 2017 with a blood glucose level of 40 mg/dl at 5 pm. The customer stated that they had an ultra sound while wearing their insulin pump. The customer stated that they had a no delivery form the insulin pump while in the ambulance. The customer was treated with glucose tablets. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.